Event description:
It was reported that the catheter lost aspiration. A 2.1mm jetstream xc catheter was selected for a chronic total occlusion (cto) atherectomy procedure. During use, the catheter lost aspiration. The procedure was cancelled with the intent to reschedule. There were no patient complications.

Event description:
It was reported that the catheter lost aspiration. A 2.1mm jetstream xc catheter was selected for a chronic total occlusion (cto) atherectomy procedure. During use, the catheter lost aspiration. The procedure was cancelled with the intent to reschedule. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed buckling to the sheath 3cm and 6.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Update was made to h6. Evaluation method codes, evaluation result codes, and evaluation conclusion codes. Device evaluated by MFR: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed buckling to the sheath 3cm and 6.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter lost aspiration. A 2.1mm jetstream xc catheter was selected for a chronic total occlusion (cto) atherectomy procedure. During use, the catheter lost aspiration. The procedure was cancelled with the intent to reschedule. There were no patient complications.